Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was cut during a ticuspid valve surgery. The proximal portion of the lead was explanted and the remainder of the lead was surgically abandoned. No adverse patient effects were reported.